Event description:
It was reported to gore by the physician that a patient who received the gore seamguard bioabsorbable staple line reinforcement material required reintervention to control wound drainage.

Manufacturer narrative:
Review of device history record. Device history record review confirmed that the device met all specifications. Note: we have no reason to believe that the device performed other than expected. There was no allegation of deficiency made by the physician.